Event description:
It was reported that the customer had high blood glucose levels of 7.5 mmol/l. The customer reported that insulin was squirting out during manual priming from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Findings: unit alarmed a33 during prime/a33 test at 4lbs due to faulty fsr (tin).unit received with minor scratched lcd window, cracked reservoir tube lip, and corroded battery tube.(B)(4).